Manufacturer narrative:
(B)(4). The customer reported that the opcheck test failed. The unit froze and would not exit the opcheck test. There was no reported pt involvement. Philips evaluated the device. The failure recreated and verified. The device failed to detect the pads cable. The device was repaired by replacing the power pca. The device passed all testing and was returned to the customer.

Event description:
The customer reported that the opcheck test failed. The unit froze and would not exit the opcheck test. There was no reported pt involvement.